Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high thresholds. It was further reported that the ra lead had low p waves. The ra lead was reprogrammed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising thresholds on the ra and rv lead were observed prior to reprogramming the ra lead. It was also noted that oversensing of noise was noted on the ra lead after reprogramming was performed.